Event description:
A customer contacted beckman coulter inc. (Bec) regarding an erroneously low troponin (accutni) result within the normal reference range generated by the unicel dxc 600i synchron access clinical system on one patient's sample. When the patient was redrawn 2 hours later, the accutni result obtained was above the ami cut-off. The sample was re-spun and run 2 additional times, recovering within the risk stratification range. This sample was sent out for additional testing on an alternate method and recovered above the ami cut-off. There was no injury or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The samples were collected in greiner psp tubes and spun at 3600rpm for 10 minutes. System checks before and after this event were within specifications. Qc was within range before and after the event (level 1 qc had failed on (B)(4) 2011 but upon repeat recovered within range). A field service engineer (fse) went on-site (B)(4) 2011 and replaced sample pipettor transducer assembly, adjusted temperature on transducer assembly and fixed voltage setting. A system check then performed passed within specifications.